Event description:
Air could not be completely released when the product was connected.

Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities in the product's functionality, so the definitive cause of the reported problem could not be determined. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event was caused by the influence of the opening/closing status of the fixed valve or hemostasis valve before using the product, or the condition of the concomitant device, so the air remaining in the product could not be released, but the detailed cause could not be identified.